Manufacturer narrative:
All available information was investigated and the reported unintended movement (delivery catheter shaft positioning) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement . There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The cds was advanced into the patient toward the left ventricle in the left atrium when the cds moved medially although no m knob was applied. The cds was removed from the patient. Another cds was used to complete the procedure, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.